Event description:
Closing skin after a c-section and the stapler kept making a click noise and the staples would come out straight and not curve around in the skin. Seven total staplers opened before skin was closed.